Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they he had high blood glucose value. Customer's blood glucose value was 546mg/dl. Customer did not want to troubleshoot. Customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions.